Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was a broken lid/cap(s). The following information was provided by the initial reporter. The customer stated: "the inner rubber stopper of the blood collection tube cap is abnormal, causing the blood collection tube cap to fall off and cannot be closed."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cocked (misaligned) stopper was observed. Additionally, 80 retention samples from bd inventory were evaluated by [explain: visual examination or functional testing] and the issue of cocked (misaligned) stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked (misaligned) stopper. Bd was not able to identify a root cause for the indicated failure mode.